Event description:
During treatment of a sub-occlusive superficial femoral artery stenosis, the physician felt resistance with the sv-5 steerable guidewire, the tip bent over like a j, and the tip was noted to be unwound after it was removed from the patient. The physician used an sv-5 steerable guidewire through a cordis multipurpose 4f diagnostic catheter. While trying to pass the stenosis with the guidewire, the tip of the wire made a bend like a j, but was not kinked. The physician tried to straighten the guidewire, but in pulling back into the guidewire, he felt resistance. After pulling on the wire and applying torque against resistance, he was able to retract the wire into the diagnostic catheter. It was reported that there had been no resistance/friction through the guiding catheter. The sv-5 guidewire was removed intact, but the tip of the wire was unwound.

Manufacturer narrative:
Complaint conclusion: during treatment of a sub-occlusive superficial femoral artery stenosis, resistance was felt with the sv-5 steerable guidewire while trying to pass the stenosis. The tip bent over like a j, but did not kink. It was not able to be straightened with pulling back. After pulling on the wire and applying torque against resistance, he was able to retract the wire into the diagnostic catheter. It was reported that there had been no resistance/friction through the guiding catheter. The sv-5 guidewire was removed intact, but after removal from the patient, the tip of the wire was unwound. One non-sterile pgw .018 sv short was received coiled in a plastic bag; this bag contained the guidewire and a torque device which was attached to the proximal end of the guidewire. It was observed that a distal segment of approximately 5cm was separated from the guidewire. The core wire presented a twisted condition at the rupture point while the coil wire presented a stretched condition. Sem analysis of the device showed that the flat core wire fracture surfaces presented evidence of bending and smearing characteristics. The coil wire presented evidence of twisting. Reverse bending and/or twisting could be related to these surface characteristics. Cutting was discarded as a root cause by comparison with a sample which was intentionally cut. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01428364. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Tracking through a lesion of an anatomical structure is a known procedural occurrence and are most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. Although due to the nature of this event and the prolapse of the wire could not be evaluated with the analysis of the returned device, clinical procedural factors likely contributed. The reported unraveled stretched distal tip was confirmed. The exact cause of the failures reported by the customer as well as the guide wire distal tip broken/detached condition could not be conclusively determined. Based on the available information and the findings of the analysis, vessel characteristics and procedural factors appear to have contributed to the reported event and observed condition of the returned device. The analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. Additionally, the device records indicated that the product met specification prior to shipment; therefore no corrective action will be taken at this time. One non-sterile pgw .018 sv short was received coiled in a plastic bag; this bag contained the guidewire and a torque device which was attached to the proximal end of the guidewire. It was observed that a distal segment of approximately 5cm was separated from the guidewire. The core wire presented a twisted condition at the rupture point while the coil wire presented a stretched condition. Sem analysis of the device showed that the flat core wire fracture surfaces presented evidence of bending and smearing characteristics. The coil wire presented evidence of twisting. Reverse bending and/or twisting could be related to these surface characteristics. Cutting was discarded as a root cause by comparison with a sample which was intentionally cut. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01428364. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.